Event description:
The customer contacted physio-control to report that their device showed a white screen. A white display can be indicative of a device lock up condition. As a result, defibrillation therapy may be unavailable, if it was needed. There was no report of patient use associated with the reported event.

Manufacturer narrative:
Physio-control evaluated the device and duplicated the reported issue. Physio replaced the user interface and then the issue was no longer duplicated. The device passed functional and performance testing and was returned to the customer. Physio-control further evaluated the user interface and was unable to determine any further root cause.

Manufacturer narrative:
Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device showed a white screen. A white display can be indicative of a device lock up condition. As a result, defibrillation therapy may be unavailable, if it was needed. There was no report of patient use associated with the reported event.